Event description:
It was reported to medtronic minimed that customer reported via med watch on 31st may 2025 that the insulin pump was fell from the pocket and after that the insulin pump had been acting erratically leading to low blood glucose readings. Customer takes acamprosate, buproprion, hydrochlorothiazide, lisinopril, multi-vitamin, trazodone. No treatment was mentioned for the low. The event involved product(s) mmt-1884, mmt-342g, mmt-441ag. Troubleshooting was not done. It was unknown whether the customer had used the insulin pump within 48 hours of reported event. It is unknown if customer will continue to use the pump. No further patient complications were reported. No product return is required for mmt-1884, mmt-342g, mmt-441ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the weight change from 187 pounds to 0 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.